Event description:
It was reported when using the bd preset¿ abg syringe with luer-lok tip and attached needle the nurse in the department found that the disposable arterial blood collection device was not sealed and the needle cap was squeezed and broken. The following information was provided by the initial reporter. The customer stated: on (B)(6), 2023, during the process of taking blood gas from the patient, the nurse in the department found that the disposable arterial blood collection device was not sealed and the needle cap was squeezed and broken, making it unusable.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to open seal or damaged IV shield as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure modes open seal and damaged IV shield. Bd was not able to identify a root cause for the indicated failure modes.

Event description:
It was reported when using the bd preset¿ abg syringe with luer-lok tip and attached needle the nurse in the department found that the disposable arterial blood collection device was not sealed and the needle cap was squeezed and broken. The following information was provided by the initial reporter. The customer stated: on june 4, 2023, during the process of taking blood gas from the patient, the nurse in the department found that the disposable arterial blood collection device was not sealed and the needle cap was squeezed and broken, making it unusable.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to open seal or damaged IV shield as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure modes open seal and damaged IV shield. Bd was not able to identify a root cause for the indicated failure modes.